Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issue first occurred at an unspecified time on (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿177mg/dl¿ with the subject meter and ¿29mg/dl¿ on an emergency medical services (ems) meter within an unknown period of time of one another. The patient manages their diabetes with insulin pump therapy and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. An unknown period of time after the alleged inaccuracy the patient stated that they ¿lost consciousness¿. As a result of this the ems were called. It is not known how long the patient was unconscious for, nor how the ems were alerted to the event, but when the ems arrived they immediately measured the patient¿s blood glucose (obtaining the reading of ¿29mg/dl) and treated the patient with IV glucose. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter, an approved sample site was used to obtain the alleged results and the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began. Additionally, the patient received treatment from a healthcare professional for these symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/20/2015 and evaluated by lifescan product analysis on 4/22/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.